Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. The customer¿s blood glucose was 11.4 mmol/l at the time of the incident. The customer reported that electrode is still in his body. Customer reported that one sensor did not work, because they did not start to warm up after insertion. The sensor will not be returned for analysis.